Event description:
It was observed that during the device evaluation, that the gynecologic laparoscope rigid tube was chipped. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. However, based on the investigation results, it is likely that the malfunction occurred due to a chipped top on the rigid tube and a component failure of the objective lens. The most probable cause of the complaint is attributed to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.